Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line appeared to be cloudy. The user's blood glucose level was 231 mg/dl. The user changed the cartridge.